Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display was noted. The insulin pump passed the reset error test and no unexpected reset error alarm was noted. The insulin pump passed the displacement test and self test. No unexpected error alarms were noted. The insulin pump had minor scratches on the display window, a broken belt clip slot at the battery tube threads area and a broken reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had a blank display and was alarming unexpected restart. Customer's blood glucose was 294 mg/dl, treated with manual injections. Possible causes of blank display were explained to the customer. The device did not have any damage. It wasn't dropped, bumped, or exposed to moisture. The battery cap, battery compartment, or spring was not missing, damaged, or corroded. Customer did not have a new battery, was advised to insert a brand new battery as soon as possible. Customer was advised to revert to back up until a replacement battery arrives. No further information reported.